Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was "burning" the box it was sitting on the other day and had to remove the box. Patient did not mention the remote monitor was sitting "burning", patient stated it was now sitting on top of a doily." The monitor status is still in use. No patient complications have been reported as a result of this event.